Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a female patient required an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for percutaneous nephrostomy drainage. The catheter was prepped, however after flushing, a leak was noted 6 centimeters above the sideports. It was noted the patient was not admitted at the time of the event. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Event description:
In additional information received on 18mar2022, it was reported that nothing was draining from the line when the leak was discovered. The leak was noted upon flushing. Nothing had been connected to the line at the time of failure. The fitting was securely attached at first inspection.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation. On 22mar2022, cook medical received a complaint from a representative at the (B)(6) located in the city of miami fl reporting the following: upon removing, prepping, and flushing the ult8.5-38-25-p-5s-cldm-hc, ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter, lot number 14049379 it was discovered leakage from the shaft of the catheter, at approximately 6 cm above the drainage holes. This was observed prior to connecting to the drainage line. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), specifications, and instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 14049379 and related sub-assembly lots revealed no relevant non-conformances. A database search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The current instructions for use [IFU__multi2_rev1] state the following: ¿how supplied upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the available information, no device return, and the results of the investigation, cook concluded the root cause of this event is component failure without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.